Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 85% restenosed, 12mmx4.0mm, eccentric target lesion contained a lesion bend of >45 and <90 degree bend and was located in the non-tortuous and moderately calcified mid right coronary artery (rca). A 12mmx4.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.